Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:08:55. During night drain cycle five, the patient's ultrafiltration reading was 1436ml, indicating the home patient (hp) drained 1336ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1370 ml during therapy initiated on 20 jun 2012 at 01:08:55, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 5 received a partial fill. Cycle 5 drain was completed on (B)(4) 2012 at 10:12:31 and the user's actual drain volume during cycle 5 was 3214 ml. The actual drain volume of 3214 ml is 146.1% of largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.